Manufacturer narrative:
No sample was returned for this complaint. However, one sample model mp5303-c was returned for investigation by the customer under (B)(4). The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water, attached to a bd extension set and pressurized. No leakage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that unknown bd catheter leaked it was reported by customer that IV catheter (20 gauge) leaked during CT injection, 4.5 ml/sec. Rcc received a complaint via email. We have yet another documented case, date is (B)(6) 2025. Please create additional case at xxx. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 12/05/2025 2. Can you please provide the lot number associated with report? Unavailable, we have saved the product however. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm. IV catheter (20 gauge) leaked during CT injection, 4.5 ml/sec. Patient re-injected. Manager involved xxx. 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes. Photo below. Customer response on (B)(6) 2025. For (B)(4) could you please confirm whether the event date is december 5, 2025, or december 4, 2025? 12/4/2025 for (B)(4): could you please confirm whether the event date is december 5, 2025, or december 4, 2025? 12/4/2025 can you please provide the material and lot number for IV catheter (20 gauge) if available? Unknown, unavailable. Please clarify the location of the reported leak. Did it occur at the clamping position or at one of the adapter junctions? Occurred on end connected to IV catheter, same as other reported occurrences at xxx. If the device leaked from one of the adapter junctions, did the device leak from the septum or the threading. Unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.